Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys ferritin assay on a cobas e 411 analyzer (rack system). Patient sample 1: the sample initially resulted in a ferritin value of 1.15 ng/ml. The patient sample was repeated, resulting in a value of 31.67 ng/ml. Patient sample 2: the sample initially resulted in a ferritin value of <0.5 ng/ml, accompanied by a data flag. The patient sample was repeated, resulting in a value of 131.4 ng/ml. The initial questionable results were not reported outside of the laboratory. The ferritin reagent lot number was 600229, with an expiration date of 31-may-2023.

Manufacturer narrative:
Performance testing was run and passed within specifications. The field service engineer identified that the customer does not use rack adapters required for 13 mm. Diameter tubes on the e411 analyzer. The investigation determined the issue was due to the customer not using the required tube adapters on the system.